Event description:
It was reported that a three-way foley catheter was placed in patient upon placement of the catheter and it was noticed to be leaking urine near 3 way hub. Catheter was removed.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use were reviewed, and labeling is found to be adequate. The provided lot number was invalid therefore DHR review can¿t be completed. Correction: d. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a three-way foley catheter was placed in patient upon placement of the catheter and it was noticed to be leaking urine near 3 way hub. Catheter was removed.